Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of olympus service operation repair center (sorc) and no previous record of this phenomenon repair and long-term use since 2013, omsc surmised there was the possibility this phenomenon was attributed to the deterioration due to the repeated manipulating. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the adhesive around the ultrasound transducer of the subject device partially peeling off was found during the incoming inspection at olympus service operation repair center (sorc). Other detailed information such as when the event occurred was not provided from the user facility. There was no report of patient injury associated with the event.